Event description:
It was reported by the customer that the device was displaying a service icon and had an error code in memory indicative of a failure of the h-bridge on the therapy pcb assembly, and may represent a failure of the device to deliver appropriate defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device. The therapy pcb assembly was replaced and software (B) (4) was installed. Proper device operation was subsequently confirmed and the device was returned to the customer. The therapy pcb assembly was not returned to physio-control for evaluation. The component root cause was not determined.